Manufacturer narrative:
Arjo was informed about an event involving the flowtron acs900 system. The customer reported that the mains cable was damaged and the spark came from the pump. The device was withdrawn from use by the caregivers when the failure was noticed. No injury nor other medical consequences were reported to arjo. Following the event, the pump was inspected by the arjo service technician. It was found that the power cord was damaged. According to the instruction for use, arjo strongly recommends to ¿make sure that the mains power cable (...) Are clear of moving bed mechanisms or other possible entrapment areas." As per instruction for use mains cable should be carefully inspected. When any malfunction is noticed, the device should be immediately withdrawn from the user until the service is performed. The complaint was decided to be reportable due to the malfunction of the power cord which resulted in sparks. The power cord was found to be damaged and from that perspective, the device did not meet performance specifications. There was no information if the device was in use by the patient when the malfunction occurred. No injury or other medical consequences were reported.

Event description:
Arjo was informed about an event involving the flowtron acs900 system. The customer reported that the mains cable was damaged and the spark came from the pump. The device was withdrawn from use by the caregivers when the failure was noticed. No injury nor other medical consequences were reported to arjo.